Event description:
It was reported that "I wanted to inform you that we encountered a defective spring wire guide in one of your arterial catheterization kits on saturday, (B)(6) 2025, in the emergency department at (B)(6)." Additional information received states "the spring wire guide was kinked, causing the wire to exit through the side when advanced." There was a delay in getting an art line. The patient was admitted to another floor.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The image shows a catheter located in a biohazard bag. Signs of use were observed in the form of biological material on the catheter body. The complaint of a kinked guidewire was not able to be confirmed by the photo. The customer also returned a 1-l catheter. Visual inspection revealed a large crimp in the catheter body towards the distal tip. Functional inspection was performed with a lab inventory guidewire of the same dimension (outer diameter 0.062mm) as it was introduced through the catheter. The guidewire passed through the catheter with minimal effort; however, through the crimped portion of the catheter, major resistance was encountered. A device history record review was performed, and no relevant findings were identified. The report of the guidewire kinked during use could not be confirmed through examination of the returned sample and customer supplied photo. The customer returned a catheter; however, the guidewire from the reported event was not returned. A crimp was observed in the catheter body; however, the customer confirmed the report is regarding the guidewire. The guidewire was not returned and therefore dimensional inspection could not be performed. The device history record review did not identify any manufacturing related issues. Based on the customer report and without the complete device returned, the root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "I wanted to inform you that we encountered a defective spring wire guide in one of your arterial catheterization kits on saturday, (B)(6) 2025, in the emergency department at (B)(6) hospital." Additional information received states "the spring wire guide was kinked, causing the wire to exit through the side when advanced." There was a delay in getting an art line. The patient was admitted to another floor.